Event description:
It was reported that a change in the sensing and capture thresholds was noted on the right ventricular lead, as well as evidence of tension and malposition, due to patient anatomy. The lead could not be repositioned so it was explanted and replaced. It was also noted that during the implant of the new lead, the lead was too tight to pass through the sheath so another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.